Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter displayed inaccurate results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the subject meter was reading inaccurately at 4:30 am on (B)(6) 2018, when he obtained alleged inaccurate blood glucose results of ¿158 mg/dl¿ an hour and a half apart. The patient manages his diabetes with trulicity injectable medication and metformin oral medication. He reported that around 4:35am, he ate more food and drank orange juice. He also indicated that at 4:35am, he developed symptoms of ¿headache, weak and shaky¿. No treatment above or beyond the usual routine of diabetes care and management was reported. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure. The patient confirmed that his test strips were within expiry date and had been stored correctly. The patient did not have control solution to test the meter and test strips. Replacement products, including control solution were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Headache, weak and shaky, after obtaining alleged inaccurate blood glucose results on the subject meter.